Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email, the customer has been experiencing low blood glucose events. The customer required paramedic assistance within the last year. Customer's blood glucose was 20 mg/dl. Customer had some malfunctions with the insulin pump. He has to use two to three batteries in a month. The motor is slower to rewind. Customer declined troubleshooting assistance. Customer is not returning the device for analysis.